Event description:
Blocked urineflow; bag does not allow the urine to flow. On "10/23/2008", additional info was received from the hospital's spd department regarding the 5174 leg bag. The physician reported that approximately 5 different times, patients have been using the leg bag when the junction where the tubing connects to the bag does not allow urine flow. Urine collects in the tubing and thus backs up into the catheter. This does not allow the patient to empty the bladder, which can and has led to different complications, including very high blood pressure. The physician asserts that in some cases, this can be fatal to the spinal cord injury patient. He also stated that the patients were switched over to night drain bags, and the problem resolved, and the patient's blood pressure dropped. The physician discussed autonomic dysreflexia with regard to this incident. Coloplast had not been previously informed of the additional incidents. Best estimate of date of event is 2008.

Manufacturer narrative:
The return of the device has been requested; however, the device is not available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. A review of the lot history records indicates no nonconformances for raw materials or during in-process or final inspections. There were no additional complaints registered for this lot. Should the device or additional info be received, an addendum to this report will be filed. Retain samples will be evaluated and findings provided in a follow-up report.